Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached alarm". There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 3/24/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette not attached alarm" was confirmed/duplicated. The probable cause was the main printed circuit board (pcb) failed to detect downstream occlusion (dso) function. The pcb was replaced, and the device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.